Manufacturer narrative:
(B)(4)

Event description:
The patient ((B)(6)) has six drg leads (from unknown lot) implanted. Four of the leads were implanted in (B)(6) 2013 and the additional two were implanted in (B)(6) 2013. It was reported the patient ((B)(6)) experienced ineffective therapy. The patient indicated they experienced overstimulation in their legs with stimulation turned on. Surgical intervention was undertaken on (B)(6) 2016 and the patient had scs trial leads placed. Intra-operative x-rays indicated 4 drg leads had migrated and 2 had not migrated. The physician elected to not explant the leads. Furthermore, the physician is hesitant to remove the drg leads at this time. Additional device information was requested, but was not provided to the manufacturer.

Event description:
Follow-up information indicated the patient never experienced effective therapy with the drg system. Surgical intervention was undertaken and the patient's drg system was explanted. Lead device information was requested but was unable to be provided to the manufacturer.